Event description:
It was reported that the procedure was to treat the mildly calcified, non-tortuous femoral artery which is 80% stenosed. Resistance was felt during advancement of the 4 x 40 mm foxcross balloon catheter to the lesion in the superficial femoral artery. When the balloon was inflated to 12 atmospheres the balloon ruptured. Another 4 x 40 mm foxcross balloon was advanced; however, this time no resistance was felt during advancement, but it also ruptured (unknown pressure) upon inflation. There was no resistance felt during retraction of either device from the patient. A 5 x 40 mm foxcross balloon was used with success to predilate the artery. There were no adverse patient effects reported and no clinically significant delay in the procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The balloon rupture was able to be confirmed. The physical resistance could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual inspection and scanning electron microscopy imaging of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4):during processing of this complaint, attempts were made to obtain complete event, patient and device information.(B)(4).the additional 4 x 40 mm foxcross device referenced in b5 is being filed under a separate medwatch report.the device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.